Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had under delivery. The blood glucose level was 24 mmol/l at the time of incident. The current blood glucose was 7.2 mmol/l. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump. Customer reported proceeding in trouble shoot per customer alleging possible pump under delivery. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Insulin pump passed displacement test. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The product will not return for the analysis.